Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported experiencing ocular symptoms following the use of contact lenses worn for approximately eight hours during work. On the following day, the consumer developed immediate sensitivity, severe pain in the left eye rated 10/10, inability to open the affected eye. The consumer sought medical attention at two separate emergency departments and was diagnosed with a massive corneal abrasion involving the entire corneal surface of the left eye, and was prescribed with moxifloxacin ophthalmic solution, at a frequency of one drop in the left eye every four hours. At the time of reporting. The current status of consumer¿s eye was symptoms resolved at the time of this report. No further information has been requested after follow up information was received.